Event description:
It was reported that there was no alleged product issues. The patient experienced pain at the dorsal scar. The patient experienced stinging burns. The patient experienced hospitalization.

Event description:
Additional information reported there was discomfort and pain when the patient would lean against the seat back. Hospitalization was not required. The event was ongoing and no more therapeutic action was planned.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).